Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 2 sensors that were received were broken. The customer's blood glucose reading was 147 mg/dl at the time of incident. Troubleshooting advised customer on insertion techniques and that the device would be replaced.